Manufacturer narrative:
(B)(4). It is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as 2134265-2014-07584 and 2134265-2014-07585. It was reported that automatic pullback failure occurred. During a percutaneous coronary intervention, an ilab was used in conjunction with an atlantis¿ sr pro imaging catheter. However, during preparation motor drive unit (mdu5) could not perform automatic pullback. Reconnection of mdu5 and sled did not solve the issue. Furthermore, they decided to try another mdu5 on the same sled, it worked and completed the procedure. No patient complications were reported and the patient's status is stable.